Event description:
Caller reported that insulin gauge displayed an amount different than expected, indicating a fill estimate issue with their pump. There was no adverse impact to the customer's blood glucose level. The caller completed necessary steps to resolve the issue, including reloading the cartridge with assistance, delivering a bolus to correct the fill estimate, and choosing to continue using the current cartridge.